Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified wear abrasion and opening. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify two striated edge opening in the anterior, consist with use of a surgical tool. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is two striated edge opening on anterior due to surgical damage.

Event description:
Patient reported a left side deflation. Device was explanted.